Event description:
It was reported: the ram a & b moving at the same time when press the forward key on the power head. No patient was involved.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: a review of this product's DHR show no defects or problems during assembly and qc checks that effect this complaint. In 2006: pcb board received, service cell tech initially could not reproduce failure. Upon further investigation, when the tech manually moved the b side, the a side moved with it. The reverse was also true, manually moving the a side caused the b side to move also. When retracting the b side, the a side didn't move. Afterward, the tech could not recreate the problem again. Will monitor for similar trends.